Event description:
Medtronic received a report that the pipeline distal section failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm at c6 with a max diameter of 4.3 mm and a 2.1 mm neck diameter. The landing zone was 3.2 mm distally and 4.15 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. Angiographic result post procedure showed slowed blood flow. It was reported that during the aneurysm surgery, after the pipeline stent was in place, the tip could not be opened. After it was retrieved and adjusted, the microcatheter and the intermediate catheter were adjusted, but it still could not be opened. The stent was replaced and the surgery went smoothly. The pipeline was not positioned in a bend, less than 50% of the pipeline had been deployed when it failed to open. The pipeline was removed from the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and were not used off-label. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex device was returned within a shipping box, a plastic bio-pouch, and a dispenser coil. ¿ visual inspection/damage location details: the pipeline flex pusher was found bent ~133.5cm and ~177.0cm from the pusher proximal end. No damage was found with the pipeline flex pusher resheathing pad, sleeves, or tip coil. The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the pipeline flex braid were found open, but damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as both ends of the pipeline flex braid were found open. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. It was noted the patient's vessel tortuosity was minimal and the pipeline was not positioned in a bend. Therefore, it is likely that the damage found with the braid contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.